Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set tubing broke and the tip of the luer lock came off. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown. It was reported the IV tubing broke and the tip of the luer lock piece snapped off.

Event description:
It was reported that 60 in ultra minibore extension set tubing broke and the tip of the luer lock came off. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown. It was reported the IV tubing broke and the tip of the luer lock piece snapped off.

Manufacturer narrative:
The customer¿s report that the tip of the luer lock piece snapped off was not confirmed, however the male luer collar was observed to be broken off. Visual inspection as received confirmed the male luer collar was cracked and broken off. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. The male luer tip was observed to be intact and not broken. Bd manufacturing is aware of this type of damage to the male luer component p/n 1001-085-004. Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Device history record for model me2017 could not be performed due to no lot number being provided by customer.